Manufacturer narrative:
H6: investigation summary: an mv0420-0006 product was not available for investigation. However the customer confirmed that the complaint sample was from lot 202040. As part of the investigation the customer provided a diagram to demonstrate the affected component on the device. The image indicates that the affected joint was the smartsite joint to the vial access device. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0420-0006 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the smartsite 20mm vented vial access device experienced leakage. The following information was provided by the initial reporter: during the preparation of: cyclophosphamide, oxaliplatin. Leakage of chemotherapy drug near the luer graft.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20mm vented vial access device experienced leakage. The following information was provided by the initial reporter: during the preparation of: cyclophosphamide, oxaliplatin. Leakage of chemotherapy drug near the luer graft.